Event description:
It was reported to medtronic neurosurgery that the physician has had pts implanted with medium pressure valves that have experienced collapsing ventricles.

Manufacturer narrative:
Medtronic neurosurgery has not received replies to requests for information regarding the number of pts experiencing collapsed ventricles, the event dates of such occurrences, and any alleged malfunction of medtronic neurosurgery devices. It is unknown if factors in hydrocephalus treatment may have caused or contributed to the collapsed ventricles. The product(s) were unavailable for return. Therefore device evaluation(s) were not possible. A review of the manufacturing records was not possible as lot number(s) were not possible as lot number(s) were not provided. All of our valves are 100% tested at the time of manufacture.